Event description:
It was reported by the customer that on numerous occasions (from 5 different boxes) the plastic syringe cracks during injection and the medication shoots out the side. No information was received regarding any serious injury as a result of this product issue.